Manufacturer narrative:
The device evaluation found adhesive around the objective lens has a crack, missing piece. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited adhesive around the objective lens is cracked; has a missing piece. There was no patient involvement.